Manufacturer narrative:
The referenced patient outcome was reported under medwatch MFR report #2916596-2016-00402. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2016 a patient outcome update was received that included information that the patient had received a previously unreported pump exchange back on (B)(6) 2013 due to a chronic pseudomonas infection. Additional information regarding the event and exchange was requested, but none has been provided.

Manufacturer narrative:
A specific cause for the reported driveline infection and a direct correlation between the device could not be determined. A full evaluation could not be conducted as the explanted pump was not returned for evaluation. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.